Manufacturer narrative:
Product event summary: the sheath, 4fc12 was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. In conclusion, the sheath failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, flushing was performed with part of the balloon catheter inserted, however aspiration could not be performed. When aspiration was attempted again after removing the balloon catheter, a thrombus was aspirated. The case was then continued and was completed with cryo. The device was returned to the manufacturer, analyzed, and tested out of specification.